Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a subtotal gastrectomy on (B)(6) 2011 and suture was used. The patient developed a wound infection with drainage at the incision site. The patient was started on antibiotics and the wound was disinfected on (B)(6) 2011. The event resolved on (B)(6) 2011.